Event description:
During review of the event history log it was determined that there was a repeating pattern of air in line alarms. The occurrences suggest a device malfunction. The occurrences suggest a device malfunction. Any pt involvement, injury or medical intervention is unk.

Manufacturer narrative:
(B)(4). Baxter evaluated the device and found that the upstream sensor fluid numbers were out of spec (low). With low fluid numbers, it could cause air in line alarms. The upstream sensor was replaced to correct this condition.